Manufacturer narrative:
The hard disks were replaced and the system was returned to use in good working order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a free up disk space error on system. System will stop working sometimes. No cine loop available.the clinical use of the system was in use.there was no harm reported to philips.